Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, weight to the spec, an opening, and crease flat. A microscopic analysis was performed which identified: a striated opening on anterior. Based on the device analysis the final assessment is: - a striated opening on anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " right side rupture and left side implant exchange with no complaint against the device". Device has been explanted.